Manufacturer narrative:
The pump passed the operating current, unexpected restart, and displacement tests but alarmed compromised force sensor system during the basic occlusion tests due to a loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery alarm tests due to the alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the insulin pump alarmed for a compromised force sensor system and squirted insulin during the manual prime. The insulin pump was not dropped or bumped or exposed to water. The drive support cap did not appear damaged and was not pressed while the insulin pump was connected to the body. The blood glucose reading was not known. The insulin pump was not replaced or returned for analysis.